Event description:
It was reported that during a procedure to treat a lesion in the mid right superficial femoral artery (sfa), a 6f non-abbott sheath was inserted and an non-abbott 0.018 inch guide wire was placed. A 6mm unspecified balloon catheter was advanced and pre-dilatation was performed at the lesion. Reportedly, the balloon opened up very well but the result was not satisfying. In spite of the fact that the lesion was heavily calcified, a 5x150 mm supera stent system was advanced and the stent was deployed without issue. Deployment of the stent was under constant observation with fluoroscopy. When the supera stent was fully deployed, the thumb advancer was pulled back and the deployment lock and system lock were closed all while still monitoring under fluoroscopy. Then, the stent system was removed from the patient anatomy and at that time the catheter tip was noted to be separated. The catheter tip was still hanging on the wire. Everything was removed from the patient anatomy. The stent placement and the outcome of the patient were good. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that the thumb slide was fully retracted to the start position. The stent did not move from the deployed location. There was no resistance during removal of the stent system. The separated tip was removed successfully on the guide wire when the guide wire and introducer sheath were removed as a single unit from the patient anatomy without any intervention performed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.